Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient was dislocating. A replacement cup with a mdm liner and head was used for a replacement.

Manufacturer narrative:
An event regarding dislocation involving a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for this lot. Conclusions: the event could not be confirmed nor the root cause determined due to insufficient information received for evaluation. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient was dislocating. A replacement cup with a mdm liner and head was used for a replacement.